Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the rear right crossbrace is broken at a weld. The chair was flown from (B)(6), and doesn't know if the damaged happened when the chair flew out or on the way back.